Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Per initial report, the home patient disconnected their transfer set from the patient line of the homechoice set without pausing therapy. The home patient then reconnected to the set-up and received the alarm. Baxter's technical service center assisted the home patient in ending the therapy early. No patient or medical intervention was indicated at the time of the initial report.